Event description:
Cadd legacy sn (B)(4) - "service due" message with 58 displayed on screen. New pump will be sent to pt. No further info. Pt switched to back up device. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.